Manufacturer narrative:
The actual device was not received and the evaluation was not in progress (as reported on initial). The actual device was not available; however, a photograph of the sample was provided which showed fluid inside the device bladder which suggested an under infusion may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; further described as "infusor still had significant amounts of drug left." This was observed during patient infusion. The device was filled with doxorubicin 100mg, etoposide 500mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.